Event description:
It was reported by service report that the foot won't go down. The foot jack was stuck in high height/hydraulic jack traces of small amount of dried oil from base and upper tube. Found oil on the floor. No pt involvement or adverse consequences are reported.